Event description:
Healthcare professional reported to an allergan employee alcl and seroma. Allergan was able to gather information regarding the device along with patient notes. This medwatch had been submitted via (B)(6) 2011.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Med watch submitted on: (B)(4) 2012. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 7 year adverse event rates: for primary augmentation patients. Seroma rate = (B)(4). Primary reconstruction patients = (B)(4). (Other complications). Swelling = (B)(4). There were no reported events of lymphoma/alcl, for patients in the (B)(4) study, in the labeling for silicone implants.